Event description:
Patient with deep wound requiring use of wound vacuum assisted closure device (vac). Rn came in to assess patient and discovered large amount of blood on bed. Wound vac seal was broken and unit did not alarm as it should have. Wound vac removed and replaced with new device.